Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the patient was implanted with one conformable gore tag thoracic endoprosthesis (tgu343415 / 10072303) to treat a type b aortic dissection and thoracic aortic aneurysm. During the procedure, the device was deployed as planned. The delivery catheter was to be retrieved back through the 22 fr gore dry seal sheath. Upon removal of the delivery catheter, the distal olive detached inside the sheath. It was unclear what may have caused the olive to become detached. Both the sheath and olive were removed without injury to the patient. Another sheath was inserted, and the procedure was completed without further incident. The patient tolerated the procedure. The delivery catheter and sheath were discarded at the facility.